Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced.

Event description:
The hospital reported that the unit failed the preoperative checkout, alarming 'wrong circuit selected'. There was no report of patient involvement.